Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. It was reported that the lead was explanted post-mortem for cremation. Follow up with the funeral home revealed a cause of death was pending.